Manufacturer narrative:
The actual needle-suture piece was received for analysis. During the visual inspection of sample (needle/suture piece), the swage and attachment area were as expected, and the end suture piece was observed cut appears to be by use of a surgical. Also, the other suture was not returned for evaluation. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent an unknown procedure and suture was used. During the procedure, the suture was broken. There were no adverse consequences to the patient.